Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection, functional testing, and a review of the alarm log were performed. The alarm log review and functional testing revealed that the device had presented a low battery alarm. The cause of the alarm was a depleted battery. The reason for the battery's inability to charge was not determined. The device was removed from service. Should relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a battery that wouldn't charge. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.